Manufacturer narrative:
B3 - date of event: various dates between (B)(6) 2025 and (B)(6) 2025. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leakage in the cap/port of the cassette used in compounding production. The issue was identified by healthcare professionals during goods receipt; the product was not in use. The leak in cap/port was not visible after filling nor during packaging. The leakage was first visible during customer receipt. The event occurred four times between (B)(6) 2025 and (B)(6) 2025. An action to ensure a tight seal on the cap was agreed to solve the issue, however the number of incidents increased. Photos of the sample have been received. There was no patient involvement. Associated complaints documented on (B)(4).

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: two devices and four photos were received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection were performed during analysis. The customer reported complaint could not be confirmed or duplicated. The root cause was unable to be determined.